Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) of 2006. Subsequently, the patient was revised on (B)(6) 2010, due to osteolytic changes.

Manufacturer narrative:
Implanted date: (B)(6) 2006. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". This report submitted december 20, 2010.